Event description:
It was reported that a pulse oximeter display had missing segments. This did not occur during patient use. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Technical support spoke with the customer and advised them that this device has reached the end of life. The customer stated nothing would be returned for investigation. The device manufacture date is unknown.